Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked. Explanted."

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damages of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test; the valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerance. Results: we have dismantled the progav 2.0 valve and the shunt assistant. Inside both valves we have found deposits of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. Both valves operate within the specified tolerances. However, it is possible that the deposits observed inside the progav 2.0 and shunt assistant valves could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known inevitable risks of hc-therepy by shunt implants.